Manufacturer narrative:
Findings: no button error alarm during testing. However unit had intermittent up button response due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 220 mg/dl. The customer's mother stated that the device was not dropped or exposed to moisture.. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.